Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 142 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is (B)(6) 2017. Customer stated that she just got the strips three days ago. Customer stated she only tests once a day. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:(B)(6) 2017. Customer states that she just got these strips 3 days ago and she have been getting high blood sugar. Customer states that she have been using this meter since (B)(6) and never had these high result. Strips are being stored in the kitchen.

Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 142 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 04/24/2018 and open vial date is (B)(6) 2017. Customer stated that she just got the strips three days ago. Customer stated she only tests once a day. The meter memory was reviewed for previous test result history: the 112mg/dl (B)(6) 2017 09:08 am fasting: yes, the 142mg/dl (B)(6) 2017 10:22 am fasting: yes, the 117mg/dl (B)(6) 2017 08:33 am fasting: yes, the 103mg/dl (B)(6) 2017 08:43 am fasting: yes, the 83mg/dl (B)(6) 2017 09:22 am fasting: yes, memory concerns: (B)(6) 2017. Customer states that she just got these strips 3 days ago and she have been getting high blood sugar. Customer states that she have been using this meter since (B)(6) and never had these high result. Strips are being stored in the kitchen.